Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, damage (physical or cosmetic), failed battery test, rewind anomaly and allergic reaction. The event involved product(s) unomedical, 7005739-006, mmt-1880l. Troubleshooting was not performed. Customer reported that pump screen was heavily scratched making pump alerts difficult to see, pump rejected new batteries as bad, motor was louder than usual, pump battery was dying faster than it used to. Customer was allergic to tape. No further patient complications were reported. No product return is required for unomedical. No product return is required for 7005739-006. No product return is required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a minor scratched lcd window and a cracked lcd window. Pump was also received with stuck on flashing medtronic logo on the display. Unable to verify charge/battery lasts less than expected or low battery alert, failed battery alert/battery failed alarm, rewind anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Unable to upload pump to carelink due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the screen of the pump during analysis. Unable to verify charge/battery lasts less than expected or low battery alert, failed battery alert/battery failed alarm, rewind anomaly, perform the required testing, upload pump to carelink, download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.